Manufacturer narrative:
Additional information was received from the hospital perfusionist that strokes occurred in two other patients in the same week as this fusion event, however the other two events involved oxygenators from a different manufacturer. It was discussed with the perfusionist that the venous line may not have been clamped, causing a negative pressure with cavitation in the system. (B)(4).

Event description:
Medtronic received information that during setup, prior to the use of this fusion oxygenator, the customer reported some difficulty removing air bubbles from the arterial line. The device was used during the procedure with no issues. It was reported that immediately following the procedure, the patient experienced a stroke and was treated with hyperbaric therapy to remove air from the patient¿s body. No other adverse patient effects were reported. The physician did not specifically attribute the stroke to the fusion, but rather that the fusion was identified as one amongst a range of possible causes.

Manufacturer narrative:
Product analysis: no product was returned for analysis. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow-up report will be submitted. Instructions for use (IFU) states: "possible side effects include, but are not limited to...air embolism...." The physician did not specifically attribute the stroke to the fusion, but rather that the fusion was identified as one amongst a range of possible causes. (B)(4).

Event description:
Additional information was received from the hospital perfusionist that strokes occurred in two other patients in the same week as this fusion event, however, the other two events involved oxygenators from a different manufacturer. It was discussed with the perfusionist that the venous line may not have been clamped, causing a negative pressure with cavitation in the system.